Manufacturer narrative:
On 9/18/2019, additional information received indicated that the suspect device serial number is (B)(4), and catalog is 3501680. Concomitant product serial number is (B)(4), catalog number is 3501680. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/02/2019,additional information received indicated that the patient underwent bilateral removal and replacement as follow; left replaced with catalog number 3505350bc, serial number (B)(4); right replaced with catalog number 3505350bc; serial number (B)(4) on (B)(6) 2019. Note: date of explantation mistakenly was missed reporting. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.